Event description:
It was reported that the left monitor on the 9800 system went dim. The 9800 system was rebooted, however, the problem was not corrected. The procedure was completed by adjusting the brightness. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.